Manufacturer narrative:
Device received with unresponsive blank screen due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Frozen screen unknown. Audio or vibrate anomaly or absence of alarm unknown. Device received with scratched case. Device received with cracked belt clip rail case corner. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was shutting down and not booting anymore. Customer stated that pump kept beeping but seems to be having a frozen display. Customer stated that removing battery did not trigger any reaction from the pump apart from the beeps coming from the pump stopping and putting in a new battery also did not solve the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.